Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to field d9 and h3. The device was evaluated by olympus, and the foreign material was recognized to find a black rubber-like elastic solid material that is indicated to be silicone resin. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter or why the foreign material remained in the device. The root cause of the failure could not be determined. Additionally, reprocessing was confirmed to have been practiced in accordance with instructions for use. The event can be detected/prevented by following the instructions for use which state: reparation and inspection¿. ¿inspection of the endoscope¿. ¿inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, during a diagnostic respiratory test using the subject device, when adjusting the angle while observing the screen, a black fragment that had not been seen before was observed inside the patient. The black fragment measuring 2 mm was recovered, and the procedure was completed with the same device. The device was inspected prior to use without any issues noted. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing, this report will be supplemented when new and relevant information becomes available.